Event description:
It was reported that an ilet user experienced a charging issue with the device¿s charging pad, indicated by blinking green lights and the ilet not powering, which was resolved during troubleshooting by repositioning the device on the charger. The device powered on and displayed a blood glucose of 55 mg/dl, and subsequently charged as expected. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose in the form of orange juice and return of blood glucose to 124 mg/dl with the user feeling well. Investigation included troubleshooting and education by customer care focused on charger function and device placement. Investigation of this case revealed that the device resumed charging function after correct alignment on the charging pad, consistent with very low battery. It was concluded that the device functioned as designed following user guidance, with no further device malfunction identified.